Event description:
It was reported that during a shoulder rotator cuff repair surgery, when screwing in the anchor, the metal inserter was found rust after arthroscopic view. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported.

Manufacturer narrative:
Patient age added, patient sex added, patient weight added, event description updated.

Manufacturer narrative:
H10: h6: the 4.5 twinfix ultra pk anchor assembly, intended for use in treatment, will not be returned for evaluation, however a photograph was supplied. Examination of the photograph showed the device in use within the patient. The photograph also shows a color variation on the inserter shaft and tip at the lazer marking. The photograph and observed color variation is inconclusive to the reported complaint of rust. Without the return of the device the customers complaint cannot be confirmed. The instruction for use was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Since no patient harm is being alleged and no further harm is anticipated, no further clinical assessment is warranted at this time.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, when screwing in the anchor, the metal inserter was found rust after arthroscopic view. It is unknown if a delay happened in the procedure and if a backup device was available. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.